Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Descending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the device, push force used during the device advancement and valve alignment), in addition to patient factors (moderate valvular calcification, severe tortuosity between the descending and abdominal aorta, severe access vessel tortuosity) likely contributed to the descending aortic dissection/rupture and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to the transfemoral tavr procedure, it was noted that the patient had ¿significant¿ tortuosity in the descending aorta extending to the abdominal aorta due to severe kyphosis. The aorta straightened when two lunderquist wires were inserted from the pigtail catheter placed in the contralateral vessel and the insertion of an esheath in the access vessel. When the wire was replaced with a safari wire, the vessel became ¿less straightened¿; however, the balloon aortic valvuloplasty (bav) catheter was able to be delivered smoothly. Following the insertion of the delivery system, when the delivery system came out of the esheath, the flex tip and distal end bent more than 90 degrees in an ¿l¿ shape. Since the flex tip passed the tortuous area when pushing the delivery system, the procedure was continued. The pushing force used while ¿pushing and pulling¿ the flex shaft during valve alignment and while crossing the native valve with a 23mm sapien 3 valve, transmitted to the tortuous aortic area first and then to the distal end. The patient hemodynamics were stable at this point. Post valve deployment, the hemodynamics did not recover. The patient was placed on extracorporeal membrane oxygenation (ECMO) without success. Tee showed intra-cardiac collapse and a sharp elevation of central venous pressure (cvp) was observed. Aortography showed a dissection at the severely tortuous area of the descending aorta. Contrast leakage was also observed at the tortuous area in the upper part of the dissection. Following unsuccessful attempts to repair the injury, the patient expired during the procedure. The cause of death was reported to be a dissection and rupture of the descending aorta. The native annular diameter measured 23.1mm by CT. Moderate valvular calcification and mild aortic root calcification was reported. Severe tortuosity between the descending and abdominal aorta and severe access vessel tortuosity was also reported.